Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was unable to boot up, stalling at 0:00. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system boot stalled at 00:00. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the flexvision pc was not displaying. The philips field service engineer (fse) visited onsite, visually checked and found a malfunction in the flexvision pc and hard drive. To resolve the issue, fse replaced the flexvision pc, reloaded the software, and performed a patient database re-creation and image restoration. The defective parts were returned for analysis, for flexvision pc, malfunction was not observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.